Event description:
It was reported to boston scientific corp that a resolution clip device was used during a colonoscopy procedure performed on (B)(6), 2009. According to the complainant, during the colonoscopy procedure, the clipping device was inserted in the scope and positioned in the colon to treat a gi bleed. However, the clip wold not advance out of the sheath. The clip was removed within the sheath from the pt. Another of the same device was used to complete the procedure. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be fine.

Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).